Event description:
The customer experienced falsely elevated results for magnesium assay on the architect c4000 analyzer. The following data was provided: magnesium results: initial >5.0 meq/l and the repeat was 1.7 (the customer uses a range of 1.3-2.1 meq/l). There was no impact to patient management reported. Abbott service visited the customer and inspected the instrument, the washer cup (part 7-205314-01) was cleaned, lubricated and repaired.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, device history record review, a review of labeling, and service of the architect instrument. The investigation included review of the submitted data and product historical data. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. Architect c4000 serial no. (B)(4) troubleshooting was performed for the issue including the replacement of the cuvette drying tips, sample wash syringe o-rings, the sample wash syringe seals, and the alignment/calibration of the reagent r2 pipettor. The mixer wash cup was cleaned. The mixer wash cup part no. 7-205314-01 is documented as the probable likely cause and cleaning it resolved the issue. Based upon the data available and the results of this investigation no malfunction or product deficiency was identified.